Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.0.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis and hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached around 500 mg/dl while wearing the pod for an unknown duration. The patient's continuous glucose monitor displayed a blood glucose level of around 300 mg/dl. Symptoms reported include hyperglycemia, nausea, and vomiting. The patient was treated with intravenous fluids and insulin. The patient was released on (B)(6) 2025.